Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the device remains in service. If the products are returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced dizziness and fainting due to a possible device malfunction. The patient was admitted to the hospital and an echocardiogram will be performed. The device was reprogrammed and remains in service at this time. No additional adverse patient effects were reported.

Event description:
Additional information was received that this device was explanted. No adverse patient effects were reported. At this time it is unknown if the device will be returned. Should the device be returned a complete analysis will be performed to determine the root cause of this event.